Event description:
It was reported that the blade unexpectedly ejected from the handpiece. There was no pt involvement or adverse consequences associated with the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.